Event description:
Left hip revision surgery was performed. Serum cobalt level of 187 reported (units of measure unknown). Devices implanted 2009.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a r3 liner in search of complaints involving elevated tests results throughout the lifetime of the product. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. No medical documents/reports were provided with this complaint but, 3 undated x-rays were sent which show cortical thickening distally around the stem and stress shielding around the greater trochanter but no indication for the root cause of the metal ions. All documents and images provided as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation. Further, it cannot be concluded that the reported elevated cobalt was associated with a mal-performance of the implant. The impact to the patient beyond the surgery cannot be predicted. The clinical information provided, of the elevated cobalt ion level may be consistent with a reaction to metal debris. However the source and the root cause cannot be determined with the available documentation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.